Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. The extender tubing and pressure tubing were also returned. A catheter tubing kink was observed near the y-fitting at approximately 75.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal and measuring approximately 0.05cm in length. The event problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the helium extension tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the helium extension tubing. There was no patient harm, or adverse event reported.